Event description:
A male patient with a spinal cord injury at the c5 level and neurogenic bowel, followed by chronic constipation, has been prescribed the navina classic rectal irrigation system with a balloon catheter. The patient has been using the navina system since 2022, with a water irrigation volume of 1000 ml. Recently, the patient noticed several balloon bursts in the rectum, all involving catheters from the same lot number. Although there were no medical complications from the balloon bursts, the patient experienced a pressure in the rectum when the balloon burst.

Manufacturer narrative:
The batch documentation and returned devices were evaluated. No previous complaints for the lot number or any defects on the returned catheters were identified. The user appears to have a reflexic bowel due to a spinal cord injury (sci) at the c5 level. This type of sci interrupts the communication between the bowel and the brain, which is usually mediated by the spinal cord. Below the level of injury, the spinal cord still coordinates bowel reflexes. Stool buildup or the introduction of water through the rectum can trigger a reflex bowel movement without warning. This reflex action may explain the "pressure build-up" experienced by the patient. Consequently, this may cause the bowel to spasm and expel the balloon or potentially cause it to burst.